Manufacturer narrative:
Concomitant medical products: peripheral scalp PICC, therapy date (B)(6) 2015. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a 100ml bag of 0.25% normal saline with heparin that was programmed to infuse at 1ml/h in four hour increments for 24 hours was found to have less fluid remaining than expected after approximately 22 hours. The customer's biomedical engineer tested the device for rate accuracy using a non-bd, non-qualified testing tool and found it to be out of specification; however, when tested using asm it was within specification.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log showed that on (B)(6) 2015 the pump module was infusing at a rate of 2ml/hr with a vtbi of 8ml. This infusion was restored twice, at approximately 10:30 am and again at 2:30 pm. At 5:28 pm, the rate was changed to 0.5ml/hr. At 7:05 pm, the rate was changed to 1ml/hr. ¿yes¿ was selected in response to a guardrails warning that the rate was below the limit of 2.5 ml/hr. The infusion was started and the vtbi was reset to 4ml at frequent intervals over the next few hours. At 1:07 pm on (B)(6) 2015, the primary infusion completed and the device transitioned to kvo. At 2:37 pm, the door was opened and the device alarmed for check IV set. The device was then channeled off, which powered off the system. The volume recorded as being infused during this period was 49.599ml. The root cause of the customer¿s report of an overinfusion was not identified. The devices were not received for investigation.

Event description:
Unspecified lab work was done and the results were within normal limits.